Event description:
Consumer stated that he has been buying (B)(6) toothbrushes with no problems but this last group he bought, all of the bristles come out. His daughter used one he couldn¿t figure out what was in her mouth and she rinsed her mouth and it was the fiber from the toothbrush. He gave her another toothbrush and the same thing happened, his daughter could feel something in her throat but they couldn't see anything. He used one and the same thing happened. These events happened the first time using the toothbrush. When he looks at the toothbrushes now you can tell where the bristles came out.